Manufacturer narrative:
(B)(4). Product evaluation: the results of the investigation concluded the deployment sleeve was in the rear holding position and was not inserted into the hemostasis cap; the component condition was consistent with the deployment sleeve not having been locked into the hemostasis cap. The anchor and collagen locations were consistent with non-deployment. There was no evidence found to suggest the incident was due to an intrinsic defect in the returned device. The device met specifications prior to leaving sjm manufacturing facilities as supported by a review of the device history record. The cause of the reported event remains unknown; the overall device condition was inconsistent with the event description. The angio-seal device instructions for use (IFU) state that bleeding or a hematoma at the puncture site are a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses.

Event description:
A hematoma occurred at the femoral puncture site after leaving the procedure room following deployment of an 8f angio-seal vip vascular closure device. It is unknown how the hematoma was resolved. It was reported that hospitalization was extended due to this event.